Event description:
The (B)(6) female patient had a hemorrhagic stroke and underwent stent assisted coil embolization of aneurysm in right middle cerebral artery (mca) (B)(6) 2017; mrs baseline and post stroke is 0. It was reported the patient has since had 3 transient neurological episodes, left facial paralysis, dysarthria and loss of contact for 10 minute which required inpatient hospitalization and medication; the reported event resolved without sequelae (B)(6) 2018. A cerebral MRI (diffusion and flair sequences) showed ischemic lesions in the right cortical temporal lobe. Duration of longest defecit less than 24 hours.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, known inherent risk of device was assigned to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
The (B)(6) year-old female patient had a hemorrhagic stroke and underwent stent assisted coil embolization of aneurysm in right middle cerebral artery (mca) (B)(6) 2017; mrs baseline and post stroke is 0. It was reported the patient has since had 3 transient neurological episodes, left facial paralysis, dysarthria and loss of contact for 10 minute which required inpatient hospitalization and medication; the reported event resolved without sequelae (B)(6) 2018. A cerebral MRI (diffusion and flair sequences) showed ischemic lesions in the right cortical temporal lobe. Duration of longest defecit <24 hours.

Event description:
The (B)(6) female patient had a hemorrhagic stroke and underwent stent assisted coil embolization of aneurysm in right middle cerebral artery (mca) (B)(6) 2017; mrs baseline and post stroke is 0. It was reported the patient has since had 3 transient neurological episodes, left facial paralysis, dysarthria and loss of contact for 10 minute which required inpatient hospitalization and medication; the reported event resolved without sequelae (B)(6) 2018. A cerebral MRI (diffusion and flair sequences) showed ischemic lesions in the right cortical temporal lobe. Duration of longest defecit less than 24 hours.